Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained while using the vitros eciq system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results from two different patient samples while using the vitros eciq immunodiagnostic system. The following results were obtained from the two different patient samples. Patient a: vitros tropi es result of 1.07 ng/ml vs. A correct result of <0.012 ng/ml. Patient b: vitros tropi es results of 0.084 and 0.156 ng/ml vs. A correct result of <0.012 ng/ml. The higher than expected vitros tropi es results were reported from the laboratory. The results were questioned by a health care provider. It is unknown if corrected results were issued by the laboratory. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).